Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for repair. Per service manual operational and diagnostic analysis confirms the reported functional issue, caused by the motor seizing up. Additionally, the cable was shorted. Device disassembled and decontaminated as per the service manual during initial evaluation. The testing of the unit was not completed, due to the need for motor and cable replacement. Unit placed in long term hold. The defective motor is the root cause of this failure. This complaint can be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone cst tool that while in use, it was noted that the micro tornado handpiece with hand controls was making a grinding noise. It was still functioning, just had a grinding noise to it. The hand piece was replaced to avoid any possible issue and the surgery continued on. I was not present at this case. No surgery delayed due to the reported event. Replaced with a readily available replacement as action taken when event occurred. Yes the procedure was successfully completed. No fragments were generated. No patient consequences and no other medical intervention required.